Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Initial testing found that the imaging system had an issue with the solid state motion relay, though not fixed at that visit. The root cause of the failure on site stemmed from a broken varistor and a failing solid stated relay. The part for replacement was ordered and it was replaced on a later site visit. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The testing found that the diode on the relay were failing. The varistor was also returned for analysis and found that it had physical damage with one broken leg on the unit. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure that the pendant on the imaging system was displaying motion bars that were scrolling. Imaging system was unable to start because of this. No initial troubleshooting was performed. There was no patient present when this issue was identified.